Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no issue identified. The issue occurred when cutting the suture. The instrument did not collide with any other instrument or tool during the procedure. There was no issue related to opening/closing of the grips. There was no issue related to left/right (yaw) motion of the grips or related to up/down (pitch) motion of the wrist. There was no cable visibly protruding from the distal end of the instrument. No fragment fell inside the patient¿s anatomy. The procedure was completed with another instrument. The large suturecut needle driver instrument has been returned for failure analysis evaluation. However, the analysis has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after successfully completing a da vinci-assisted sacrocolpopexy surgical procedure, the large suturecut needle driver instrument cable was broken. No fragment fell inside the patient. No known impact or patient consequence was reported.